Event description:
The account reported the intraocular lens was implanted and removed in the same surgery. Reason stated was the surgeon's observation of a film on the surface of the lens. It was not confirmed if the incision was enlarged.

Manufacturer narrative:
The intraocular lens was received and shows an optic cut in 2 pieces with dried viscoelastic residue on the posterior surface. The lens was cleaned and inspected for haze using the slit lamp process. The lens met all manufacturing specifications for haze, this complaint for haze was not confirmed. Manufacturing records for this lens were reviewed and showed no deviations in the process. In conclusion our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All information available is contained in this report.

Manufacturer narrative:
The intraocular lens was received and is currently under evaluation at the manufacturing site. The device met all manufacturing specifications prior to release. All currently available information is included in this report. A supplemental MDR will be filed as necessary when additional reportable information becomes available.